Event description:
Healthcare professional (hcp) reports multiple cracked venous headers. No other info available. No need for medical intervention or pt injury was indicated at time of initial notification.